Manufacturer narrative:
(B)(4). The pipeline flex will not be returned for evaluation as it was discarded by the customer. The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All mdrs related to this event: 2029214-2016-00064, 2029214-2016-00065.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. The patient was being treated for an aneurysm in the distal section of the internal carotid artery (ica). The vessel was moderately tortuous. The devices were used as per IFU. It was reported that at deployment, a pipeline flex did not open in the distal section and appeared tapered in the middle section. Wagging of the device was attempted and was not successful in opening it. The pipeline flex was pulled back through the catheter and removed from the patient. After removal from the patient, it was reported that the device was still hung up on the ptfe sleeves. The procedure was completed without issue using a new device. The patient is currently fine. There was no report of any patient injury as a result of this event.